Manufacturer narrative:
Additional narrative: a product investigation was performed ¿ four (4) cannulated connecting screws for trochanteric fixation nails (part number 357.397, lot numbers: 7418679, 4546894, 5572112, and 5217619) and two (2) 130 degree aiming arm for trochanteric fixation nails (part number 357.366, lot numbers: 1884613 and 1870340) were received. The complaint condition is unconfirmed as the devices functioned as intended when tested during the investigation. The method of use was most likely the cause of any misalignment. However, as the application of forces and technique used are unknown the root cause cannot be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. A DHR review was performed for the returned devices. A review of the device history records showed that there were no issues during the manufacturing of the products that would contribute to this complaint condition. These returned instruments are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. In this case, the reported issue was regarding the alignment for the distal locking screw. Information is provided in the technique guide. The four (4) connecting screws (2, 8, 9, and 12 years old) were received intact with slight wear to the hex drives. The distal threads of each device show the majority of the wear with nicks along the threads. The two aiming arms (7 years old) were received intact with surface scratches and nicks over the body of each device and dents along the edges. The dents and nicks over the device are such that portions of the anodized coating have been removed. To replicate the complaint condition, a titanium cannulated trochanteric fixation nail and an insertion handle were assembled with the returned devices and tested with a 11.0mm/8.0mm protection sleeve, a 8.0mm/4.0mm drill sleeve, and a 4.0mm trocar. The construct was assembled in each of the configurations of the returned devices and at no time did the construct fail to properly align. Thus, the complaint condition is unconfirmed and could not be replicated. A review of the current design drawing for the connecting screw and the aiming arm was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: november 28, 2007. (B)(4) manufactured the cannulated connecting screw for tfn (part 357.397 / lot 5572112). The supplier¿s certificate of compliance (dated november 20, 2007) indicates the parts were manufactured to and met the required specifications. The lot was inspected to the synthes, incoming final inspection sheet. There were no material record reports or non-conformance reports associated with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that a surgeon has, on several occasions, missed the distal locking screws on a 235mm trochanteric fixation nail (tfn) during operations. Further clarification indicated that the surgeon experienced a misalignment between the distal locking screws and the nail. There is a concern that the aiming arm and connecting screw may be worn out due to excessive use. There was no reported surgical delay and the patient outcome is reported as stable. There have been two (2) sets that the surgeon has had difficulty with, which each included two (2) connecting screws and one (1) aiming arm. This report is 3 of 6 for (B)(4).